Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Upon removing the tubing set from the cycler, fluid was observed inside the cassette compartment. Pt had no ill effects. Sample is available.